Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was in deployed position and two needles with green sutures were exposed at the hub. The other two needles were in deployed position and presented outside the barrel. The needle slots and suture ports appeared normal. The device was disassembled and there was no bent set on the holder shaft. The two needles that presented at the hub could have been manipulated post procedure because of the evidence found on the device. There were needle strike marks on the barrel face and this confirmed the reported experience, because the needles will not present at the hub. The evidence of the needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degree, or patient anatomical conditions such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. Based on the investigation findings, the probable cause for the needle strike mark on the barrel face is related to the operational context in which the device was used. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted suture placement using a pre-close technique in a common femoral artery prior to an interventional abdiminal endoprosthesis procedure, via a 12 fr introducer sheath. Reportedly, during needle deployment, after the handle was rotated and pull straight back to deploy the needles, no needles were present. Using the back down technique (backing down the needles into the sheath) resistance was felt. A cine was taken to identify the position of the needle tips; however, the needle tips were not seen and the prostar xl was, therefore, removed from the patient's anatomy. A second prostar xl was used with the same results. After the interventional procedure was completed a cut-down was performed to surgically achieve hemostasis with a suture. There were no reported adverse patient sequelae. No additional information was provided.